Event description:
It was reported that device entrapment occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During procedure, the catheter got stuck with the guidewire so the whole system was removed from the patient. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window assembly was entangles and the tip was stuck on the floppy end of the guidewire. Microscopic inspection revealed no damage to the distal tip or guidewire exit port assembly.

Event description:
It was reported that device entrapment occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During procedure, the catheter got stuck with the guidewire so the whole system was removed from the patient. The procedure was completed with another of the same device. There was no patient injury.